Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se inspected the device and the ventilator did not pass flow sensor testing. The se cleaned the device and performed calibrations. The unit passed extended self-testing.

Event description:
The customer reported that an 840 ventilator was inoperable. The ventilator was not on a patient at the time of the event.